Event description:
It was reported the patient received the following results within 15 minutes: 14.6 mmol/l (professional´s meter) and 4.6 mmol/l (user´s meter). At another time, they received the following results within 15 minutes: 13.1 mmol/l (professional´s meter) and 4.1 mmol/l (user´s meter).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.